Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that a cell from an internal hlc battery, designator bt3 located on the analog pcb assembly, had leaked electrolyte and shorted. This caused the remaining two hlc batteries, bt2 and bt1 to deplete at a greater rate then lead to the reported power issue.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). When all three icons are illuminated, it is an indication that the internal hlc batteries may not have sufficient power to deliver effective defibrillation therapy. There was no patient use associated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.